Event description:
It was reported that insulin gauge displayed amount different than expected, with pump earlier in the day showing fill estimate that did not match caller¿s expectation by more than 30 units, although caller could not confirm exact value. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, accepted email with cartridge loading resources, and was instructed by technical support to call back for troubleshooting if problem recurred, which caller acknowledged.